Manufacturer narrative:
The local area representative was contacted for additional info however, as of today, no additional info is available.

Event description:
Boston scientific crm received info that this pt has passed away. The pt's family has alleged device involvement.